Event description:
It was reported that during a gastric bypass procedure, the device would not form the clips. No other details of the event are known. It is unknown how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4).